Manufacturer narrative:
The site indicated that the incident unit will be returning to the manufacturer for eval when additional info pertinent to the incident presents itself, a follow-up report will be submitted. (B)(4).

Event description:
Customer reported bravo capsule failed to attach. There was no harm to the pt or user.

Manufacturer narrative:
(B)(4).

Event description:
A repeat procedure was not performed. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. The account was unsure if an endoscopy was performed prior to the procedure and if the esophagus appeared to be normal. No known adverse events were reported.